Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited a high pacing threshold and undersensing. This lead was removed, and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a high pacing threshold and undersensing. This lead was removed, and a new lead was placed. No additional adverse patient effects were reported. Additional information was received and this ra lead had exhibited occasional loss of capture (loc) along with oversensing. It was noted this ra lead was damaged during the explant procedure and is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.